Manufacturer narrative:
(B)(4). Device evaluated by MFR: the complaint device was not returned for analysis. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified superficial femoral artery (sfa). A 1.5mm x 20mm x 142cm coyote¿ es balloon catheter was advanced for pre-dilatation; however, the balloon ruptured. The device was completely removed from the patient and the procedure was completed with a different device. No patient complications nor injuries were reported.

Manufacturer narrative:
Upn- search corrected (B)(4). Catalog/model # corrected from 39135-15201 to 39134-15201. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified superficial femoral artery (sfa). A 1.5mm x 20mm x 142cm coyote¿ es balloon catheter was advanced for pre-dilatation; however, the balloon ruptured. The device was completely removed from the patient and the procedure was completed with a different device. No patient complications nor injuries were reported.